Manufacturer narrative:
(B)(4). Date of follow-up report : 05/24/2016. The reported condition of the jaws not opening while on tissue was not confirmed. The latch was not locked or jammed when received. The handle was latched and unlatched without difficulty and the jaws opened and closed normally when clamping on a large tissue bundle of a test sample. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. They were opened but it is not known how that was performed. There was no injury to the patient.